Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same event as MDR ID #: 2134265-2010-05237 and 2134265-2010-05239. It was reported that post a percutaneous transluminal angioplasty and stenting treatment procedure a thrombus occurred. The unspecified lesion was located in the left external iliac artery. The physician elected to treat the left distal superficial femoral artery up to the left external iliac artery. An 8mm x 61mm x 75 epic self-expanding nitinol vascular stent was placed in an unspecified location. Next, the physician went up and over "the bifurcation" and deployed an unspecified 6mm stent in an unspecified location. The physician noted that the distal end of the stent did not fully expand at the distal end. A non-bsc 3mm balloon was advanced into the stent and inflated in an attempt to expand the distal end of the stent, however, this attempt was unsuccessful. Three additional epic stents (6mm x 120mm x 120, 6mm x120mm x75, 6mm x 100mm x 120) and one non-bsc 6mm x 6cm stent were implanted all the way up the iliac artery. At an unspecified time post procedure the patient developed a thrombus in the artery and embolized the leg. "All flow" was prevented and the patient developed necrotizing fasciitis. The patient was taken to surgery and the left leg from the hip down was removed. The patient is hospitalized in intensive care and the patient's condition is poor.